Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an intermittent disturbance in the left eye in the surgeon side cart (ssc). The nurse described the problem as being blurry. The left eye on the other ssc and touchscreen (tsc) are normal. Fiber cable was already swapped as well. The procedure was completed as planned with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed with the same hrsv despite the blurry quality image that appeared intermittently.

Manufacturer narrative:
Based on the claim against the product by the customer noting degraded surgeon side cart (ssc) image, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc.(isi) did receive a da vinci product involved with this complaint to perform failure analysis. However, analysis is in progress. Follow up MDR will be submitted with analysis findings. The complaint regarding blurry image was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent disturbance in the left eye in the ssc, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The hrsv was analyzed and found to have no issues. Upon a visual inspection of the high-resolution stereo viewer (hrsv), the monitor was returned in good condition. The hrsv monitor was analyzed and installed on the printed circuit assembly (pca) test system. Upon system start up no errors were found. The image was clear and sharp. The unit passed all tests. The complaint regarding an intermittent image in the left eye of the ssc was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.